Event description:
The customer called to report that in 3/2001 at 12:04am the suspect device was used and a result of 161mg/dl was obtained. The customer then went into the memory and the result showed 673mg/dl. Customer performed a retest and the reading was 151mg/dl. No other allegation was made.